Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reportable malfunction identified in b5; white foreign material in the air/water tube and air/water cylinder. The following non-reportable findings were found during device evaluation: air/water cylinder had no color, suction cylinder had no color, forceps skip or sway on the upper half of the endoscopic image due to fray of forceps elevator wire, distal end had discoloration, objective lens was shaved, light guide lens had a crack, adhesive on bending section cover was detached, connecting tube had a cut, and there was corrosion around forceps elevator. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.